Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with an unspecified ketones level. A specific bg value was not provided. As a result, the customer was hospitalized and treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.